Manufacturer narrative:
Info anticipated, but unavailable at this time.

Event description:
It was reported that during a lap cholecystectomy procedure, when the surgeon placed the clip applier around the cystic duct, the device closed but would not release from the tissue. They went through the tissue using a separate trocar with a different device and pried the device off the cystic duct. There was no tissue damage, they used a second device and the same issue occurred and was removed in the same way. They used a third device to complete the procedure. There was no adverse consequence to the pt.